Event description:
Consumer complaint of blood results reading of "higher than normal". Customer states that he feels well and required no medical attention. Customer's expected blood results are 85-120mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 291mg/dl (B)(6) 2015 07:44:00 am fasting yes; 154mg/dl (B)(6) 2015 01:54:00 am fasting: yes; 267mg/dl (B)(6) 2015 01:51:00 am fasting: yes; 547mg/dl (B)(6) 2015 02:41:00 am fasting: yes; 159mg/dl (B)(6) 2015 09:42:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).